Event description:
It was reported that during the final tightening phase of surgery, the tulip of a xia3 7.5x40 screw popped off. The surgeon then removed the rod from that side of the construct and removed the screw. It was then replaced with another xia3 7.5x40 and the rod was placed and the final tightening of blockers completed.

Manufacturer narrative:
Methods: device history review; device inspection; complaint history review; risk assessment. Results: the customer reported xia 3 titanium polyaxial screw tulip disengagement intra-op was confirmed via the correspondence with the sales rep and a visual inspection in the complaint investigation lab. A review of manufacturing records did not identify any manufacturing issues. The screw diameter and tulip opening were dimensionally inspected and met stryker specifications. The event resulted in a 4 minute delay and there were no adverse consequences to the patient. The inspection revealed a dent on the edge of the screw head, suggesting that the screw was implanted at a high angulation as well as deformation at the base of the screw head. Review of the correspondence confirms that the screw was implanted at the l5 vertebra, which is a location that will present a high screw angulation if attempted, as the spine exhibits a high lordotic curvature here. This creates a situation where a rod may not be well seated in the tulip if not properly bent. An r&d study has shown that multiple tightening attempts at a high screw angulation can lead to tulip disengagement, when over-torqueing is involved, as this causes deformation to the screw head. Conclusion: based on the information provided, the exact cause of the event cannot be determined conclusively. However, it is possible that the rod was not seated properly in the tulip during final tightening, which may have provided enough localized force to dislodge the tulip from the bone screw when the blocker was being torqued down. Conclusion: the exact cause of the event cannot be determined conclusively. However, it is possible that the rod was not seated properly in the tulip during final tightening, which may have provided enough localized force to dislodge the tulip from the bone screw when the blocker was being torqued down.

Event description:
It was reported that during the final tightening phase of surgery, the tulip of a xia3 7.5x40 screw popped off. The surgeon then removed the rod from that side of the construct and removed the screw. It was then replaced with another xia3 7.5x40 and the rod was placed and the final tightening of blockers completed.